Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 0 deg x3 insert 32mm head, 623-00-32d, mnl7re; delta v-40 ceramic head 32/0, 6570-0-132, (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to pain and weakness in the hip. The rep reported that there were no allegations against the implants and that patient's soft tissue problems were the primary cause. The patient's shell, head and liner were revised. Rep provided the surgeon notes, office visit notes, and the primary usage sheet and reported that no further information will be released by the hospital or surgeon.